Manufacturer narrative:
Capacitor component shorted causing burnt smell. Manufacturer returned capacitor to part supplier for eval, but part was lost at supplier. No damage to device was noted. Capacitor was replaced and device was within specifications. Initial reporter contacted on 03/16/2009 to obtain missing info regarding malfunction. Initial rptr stated "no incident. No complaint from pt."

Event description:
"One units of capacitor is burn during pt in use. She complaint smoke coming out and smell. We change it immediately. Case close."